Event description:
Additional information indicates that it was a right ventricular lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.1 cm, with the stylet inserted inside the lead. X-ray inspection found the inner coil inside the connector region was over-torqued. The cause of the reported event was due to the over-torqued inner coil inside the connector region which is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the stylet could not be fully inserted. The patient has been discharged.